Event description:
It was reported that during a pouch procedure, when trying to close, they did not hear the device close. They tried again and heard and felt the device close. The device was fired and they heard and felt the firing. The donuts were complete, but the proximal donut had a lot of mucosa surrounding it and it was sparse. It is reported that there was leakage post operatively, but it is unknown when or where the leakage occurred and what was required to address the leakage. It was not the primary surgeon who fired the device, but it is unknown who did. Impact to the patient is unknown. No device will be returned. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received on (B)(4) 2011: during the operation a leak test was done and it was fine. Because of the condition of the donuts and the problem of not hearing the device close, the surgeon was not confident that the anastomosis was intact. The anastomosis was too low to oversew. Additional information received on (B)(4) 2011: the surgeon has been using the device for approximately 20 years. The account has been using the device for approximately 11 years. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
.